Manufacturer narrative:
Corrected data is being submitted for section. The following sections have also been updated.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly. Section: additional information received per the medical records indicate that the patient has a history of obesity, chronic right hip pain, recurrent pulmonary emboli and the patient's cardiopulmonary reserve is less than adequate. The filter was deployed via the left femoral vein at the third lumbar vertebra so that the tip of the filter was just below the right renal vein. The deployment was excellent and the patient was taken to recovery in stable condition. According to the patient profile form (ppf) the patient experienced blood clots, clotting and or occlusion of the inferior vena cava. Additionally, five years and ten months after the index procedure the inferior vena cava filter was found to be clotted. The clotted filter resulted in the patient experiencing swollen legs. Approximately eight years after the index procedure, the filter was removed. Additional information is pending and will be submitted within 30 days of receipt.

Manufacturer narrative:
Describe event or problem: as reported, the patient underwent placement of the trapease inferior vena cava (ivc) filter. Per the medical records, the patient has a history of obesity, chronic right hip pain, recurrent pulmonary emboli and cardiopulmonary reserve less than adequate. The filter was deployed via the left femoral vein at the third lumbar vertebra so that the tip of the filter was just below the right renal vein. The deployment was excellent, and the patient was taken to recovery in stable condition. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, blood clots, clotting, and occlusion of the ivc. Per the patient profile form (ppf), approximately 6 years post index procedure, the inferior vena cava filter was found to be clotted. The clotted filter resulted in the patient experiencing swollen legs. Then approximately eight years after the index procedure, the filter was removed. The filter is unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Swelling does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The exact implant date is unknown. The catalog number is unknown, if received it will be provided. Complaint conclusion: as reported, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, blood clots, clotting, and occlusion of the ivc. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Thetrapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and occlusion within the ivc does not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, blood clots, clotting, and occlusion of the ivc. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.